Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 2990826, 510k# k073291 and (B)(4) is approved for the us market. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: transforaminal lumbar interbody fusion (tlif) levels implanted: l5-s1 it was reported that intra-op, the capstone cage was broken while trying to back off the implant using the inserter and the hammer. Only the posterior part of the cage was broken. Product came in contact with the patient. No patient symptoms or complications were reported as a result of this event.